Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, clotting and occlusion of inferior vena cava (ivc) filter that led to a life-threatening clotting injury and emergency surgery for which the patient was hospitalized for twelve (12) days. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion of the ivc filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Event description:
The following additional information received per the patient profile form (ppf) indicates that the filter was placed as treatment for bilateral lower extremity deep venous thrombosis (dvt) with evidence of bilateral pulmonary emboli. The patient is reported to have experienced thrombosis of the ivc and bilateral iliac veins in both lower extremities requiring surgery and mechanical and pharmacologic thrombolysis of the ivc, bilateral iliac veins, bilateral femoral veins, and bilateral popliteal veins and multiple venograms. The patient is reported to continue to experience anxiety related to the device.

Manufacturer narrative:
Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, clotting and occlusion of inferior vena cava (ivc) filter that led to a life-threatening clotting injury and emergency surgery for which the patient was hospitalized for twelve (12) days. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly.   As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the patient profile form (ppf), the filter was placed as treatment for bilateral lower extremity deep venous thrombosis (dvt) with evidence of bilateral pulmonary emboli. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, clotting and occlusion of inferior vena cava (ivc) filter that led to a life-threatening clotting injury and emergency surgery for which the patient was hospitalized for twelve (12) days. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient is reported to have experienced thrombosis of the ivc and bilateral iliac veins in both lower extremities requiring surgery and mechanical and pharmacologic thrombolysis of the ivc, bilateral iliac veins, bilateral femoral veins, and bilateral popliteal veins and multiple venograms. The patient is reported to continue to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, iliac vein thrombosis and occlusive thrombosis within the filter do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.